Event description:
It was reported that an ilet touchscreen was cracked and unresponsive, rendering the device not watertight and not usable as intended, with data previously synced and the device slated for return. Symptoms included no injury and no change to blood glucose. Outcomes included interruption of normal device function and the need for device replacement and shutdown to prevent further alerts. Investigation included technical review, user interview, and request for device return for evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with a broken or delaminated display that prevents touch input. It was concluded that the event was due to a device component failure of the touchscreen from physical damage, with no reported patient harm and continued cgm use recommended while awaiting replacement.